Event description:
The rubber stopper in the 7" smallbore pressure infusion extension set was stuck within the clave. This issue has been observed within the (B)(6) several times within the last few weeks. Here is the information for this particular instance: reference #: mc33150, lot #: 13530574. Manufacturer response for set, administration, intravascular, ICU medical (per site reporter). I have emailed ICU medical and am awaiting response.